Event description:
The facility reported an infusion pump that "turns on and off by itself". Information was not provided regarding whether or not the device was in patient use when the reported event occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury has been reported. No additional contact information was available.